Event description:
Reporter indicated a vns therapy programming handheld computer screen "keeps freezing on the interrogation successful screen." Soft resets solve the issue, but it happens so frequently that he has to use another physician's handheld. The handheld was returned to the manufacturer. An analysis was performed on the returned handheld and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through (B)(4), and the event is readily confirmed.